Event description:
- -

Event description:
Boston scientific received information that this device and right ventricular lead displayed a low out of range shock impedance measurement. Previous measurements had been stable. In addition, some undersensing and out of range pace impedance were observed. The patient with this lead and device was hospitalized for further investigation of this issue. Subsequently, a revision procedure was performed. This lead was surgically abandoned and replaced. In addition, this device was electively replaced and returned for analysis. No adverse patient effects were reported as a result of this issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed adn this event will be updated.